Event description:
Client states as he was riding down the side walk on n knoxville ave, a pick up truck with trailer turned corner and the trailer hit client. Client states he fell over in the pwc, police and ambulance was called.

Manufacturer narrative:
The client was admitted to the hospital for 3 days post incident so hoveround felt it was best to report.